Manufacturer narrative:
Date of the event is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional(hcp) via a manufacturer representative regarding a spinal device used in scoliosis. It was reported that the screws were broken. The screws were explanted. There was no patient symptoms in the event and no further complications/symptoms were reported. Additional information was received from the manufacturer representative that the patient underwent t8 to l3 spinal fusion on (B)(6) 2022. According to the surgeon the patient reported pain which triggered the need for a scan which led to the discovery of broken screws. No fragment of the implant or instrument remaining in the patient. From (B)(6) 2023 _e1 (hcp, rep, for): information was received from a healthcare provider (hcp) via manufacturer re presentative regarding a spinal product that was used in an unknown spinal therapy. Additional information received that the patient had corrective surgery, approximately 8 months ago. Surgeon had used mono-axial and poly-axial screws in correcting the deformity. The patient was then brought back to have the broken screws removed. Upon removal of the screws, it was noted that four of the mono-axial screws were broken in l3 and l4 halfway down the stem of the screw. No further complications or symptoms were reported.